Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a deph free solution administration set with injection site was leaking from its tubing due to the air vent cap not being correctly fixed. This occurred during priming while the set was connected to a non-baxter bag. There was no patient involvement. No additional information is available.